Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side "possible rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "possible rupture." The device remains implanted.

Event description:
It has been determined that the device associated with this complaint is non-abbvie device. This record is no longer deemed reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5;